Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es experienced a login failure with an error message, and the station had been placed on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer had experienced a login failure with an error message. The field service engineer resolved the issue by installing a new 1.6.1 solid-state drive, replacing the battery, and following install procedures, network, power settings, time, eset, duplex and configured the system. The fse performed data synchronization, rebooted the station, set application to auto launch and validated the operation. The system functioned as intended after the field service engineer repaired the device.